Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during anterior cruciate ligament reconstruction during the implantation process with a femoral tunnel 8mm in diameter, 8mm hamstring graft, the implant broke at mid . It was not possible to remove the entire implant, just a small fragment (4 threads) was removed. As it was a poor fixation with this broken implant, a 8mm implant was inserted and then the 8mm implant also broke at the end of the implantation process and was left inside the tunnel. One small part of the 8mm implant (two threads) was still on the screw driver when the screw driver was removed. The small broken fragments which were removed were discarded by facility. The 8mm implant was inserted in the same femoral tunnel. It was not necessary to switch the surgical technique or do a second surgery.